Manufacturer narrative:
Other text: the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: device evaluation: tamper seals are both intact. Top case cracked/chipped by the front left and right bottom corners. Cracked and deformed plunger head assembly due to excess heat. Cracked battery door and visible contamination. There is nothing in ehl pertaining customer reported issue. Power up/self-test and performed infusion/occlusion test. Unable to duplicate problem. Performed pm. Device software updated to v1.6.4.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a primary audible alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.